Event description:
It was reported that log files were submitted for review. The log file captured a no external power event on 15mar2025 at 12:12:09 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date 15mar2025 was reviewed. The log file captured low voltage hazard escalating to a no external power alarm on (B)(6) 2025 from 12:12:09 - 12:12:13 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms observed did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Requested additional information relating to the mpu's serial number, v-lock connector on the ac power cord, and environmental circumstances that would have affected ac power at the time of the event was requested; however, no response was provided by the customer. The root cause of the reported event could not be conclusively determined through this analysis. No lot or serial number was provided by the customer to perform a device history record review. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.